Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported had a secondary surgical procedure for a retinal detachment in (B)(6) 2013. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: : medical review. Results: per medical review - the patient reported that secondary surgically intervention for "retinal detachment" was performed 6 months following icl implantation. Despite multiple attempts no information was received neither from the implanting nor from the treating (retina specialist) doctor. It should be noted that there has been no definite proof of a causal link between icl procedures and vitreoretinal complications. The rarity of vitreoretinal events after icl implantation makes it difficult to examine the exact incidence and risk factors of vitreoretinal complications. However, it is well known that myopia is predisposing factor for vitreoretinal complications regardless of any surgical procedure. The reassessment will be performed when (if) additional information is obtained. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).